Event description:
It was reported that the parapac ventilator exhibited a low pressure problem. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in fair condition. Device underwent functional testing, and the customer reported incident was not confirmed. The problem source has been determined to be 'no fault found'.